Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was slower to rewind or less responsive and was not delivering insulin properly. Customers blood glucose was unknown at the time of incident. Customer states insulin was "squirting out" during the manual prime process. Troubleshooting was performed for no delivery alarm and issue was resolved by changing complete set. The insulin pump will not be returned for analysis.